Event description:
Information was received from the patient regarding an implantable neurostimulator (ins). Patient stated ins was charged but ins is off and patient is shaking. Patient was wondering how to turn on ins. Patient stated trying everything and even pressed the buttons on the side of the recharger. Patient stated programmer showed a" flashing off" and patient was shaking ( for a couple weeks). Patient stated it could be possible this happened because the ins may have gotten too low before charging. Patient services (pss) reviewed how to use programmer to turn ins on. Pss reviewed patient may feel extra stim when turning on ins. Patient stated knowing something wasn't right because when using recharger she can usually feel a slight current and wasn't feeling it at all. After turning ins on, patient stated shaking was better. Patient stated not having a managing dr and has decided to go back to (B)(6) in january. The troubleshooting resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial#: (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.